Manufacturer narrative:
At time of install demo was provided to client's husband since client was in rehab following a previous fall. When client returned from rehab, a visit was scheduled to demo to client herself. Prior to the date of the scheduled demo, client tried to use the stairlift without following instructions and when she reached the top of the steps she unfastened the seatbelt and tried to swivel the seat but fell out in the process. There were inconsistencies in the description of events provided by clients husband initially. Acorn was able to speak personally with the client (B)(6) 2017.

Event description:
Client's husband was given demo and instructions for use on day of install. Client was still in rehab from a previous fall. Technician returned to the home when client was released from rehab in order to demo to client. Client's husband informed the technician that his wife had fallen down the stairs but he was unsure if the stairlift was being used at the time. Client broke leg and shoulder.